Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018- endologix was made aware by a physician during a one (1) month follow up on a patient for a reported migration (1cm) of the cuff, without type 1a endoleak. Patient current status is stable. Patient was not symptomatic and no re-intervention is scheduled. Initial implant date (B)(6) 2017.

Event description:
Additional information received confirming that re-intervention was completed; the physician elected to treat the patient by implanting a suprarenal afx device on (B)(6) 2018.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following event: the infra renal cuff migration without type ia endoleak complaint is refuted rather, there is cuff caudal movement. The complaint is most likely procedure related, movement was observed at the conclusion of the implant procedure following angioplasty. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable and on surveillance. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).